Manufacturer narrative:
Occupation: non healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown; no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2006. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Event description:
Patient allegedly received an implant on (B)(6) 2006 via the right common femoral vein due to deep vein thrombosis and pulmonary embolism. Patient is alleging migration, tilt, vena cava perforation, organ perforation (mesenteric), caval thrombosis, pulmonary embolism, deep vein thrombosis, chronic venous insufficiency, cellulitis, and thrombosis/embolism in the filter. The patient further alleges "I am not certain which specific symptoms or bodily injuries I may have suffered as a result of the cook inferior vena cava filter. I am relying on the experts that will be retained by my lawyer to determine this information. However, the ivc filter tilted, migrated, perforated the vena cava wall and to the mesentery, caused me to experience caval thrombosis, pe, dvt, chronic venous insufficiency, cellulitis, and a thrombosis/embolism in the ivc filter. I do experience chest pains which I attribute to the filter. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries" and "I can no longer exercise and I am limited in normal activity due to poor circulation in my legs." Per report from venogram dated (B)(6) 2009 : "1. Extensive bilateral lower extremity dvt as well as bilateral iliofemoral venous thrombosis and caval thrombus to the level of the vena cava filter below the renal veins. 2. Angiojet thromboembolectomy, tpa thrombolysis, as well as balloon angioplasty of the ivc as well as right and left iliofemoral venous segment in addition to deep venous systems of the right and left lower extremity was performed with interval recanalization of ivc as well as iliofemoral and deep venous thrombosis of the right and left lower extremity was performed with residual thrombosis present. 3. Initiation of tpa thrombolysis with continuous infusion of the ivc as well as bilateral iliofemoral segments and deep venous system of the right and left lower extremity was initiated for continual thrombolysis of caval iliofemoral as deep venous thrombosis of the right and left lower extremity." Per report from per report from CT (computed tomography) dated (B)(6) 2009: "there has been interval recanalization of the ivc as well as ivc filter in addition to recanalization of the right and left iliofemoral venous segment." "1. Successful recanalization of the ivc as well as right and left iliofemoral venous segment as well as deep venous system of the right and left lower extremity to the popliteal level. A small amount of residual thrombus is seen in the popliteal veins however good antegrade flow was seen."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: a2, a4, b1, b2, b5, b6, b7, h6. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation. H6 device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. Additional information: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. New pulmonary embolism as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported pain, mental anguish, limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The following allegations have been investigated: pulmonary embolism, deep vein thrombosis, migration, tilt, vena cava/organ perforation, thrombosis, pain, mental anguish, limited activity. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. The following fields were updated per additional information received: b5, b6, h6. H6 conclusion code(s): appropriate term/code not available (4316) was selected because the previous investigation remains unchanged by the additional information. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
(B)(6) 2017, report from CT (computed tomography): "the apex of the ivc filter contacts the anterior right lateral wall of the ivc as seen on image 41 series 2 and coronal image 33 series 6. The long axis orientation of the filter is approximately 10 degrees off the long axis orientation of the ivc. 4 struts extend outside the confines of the ivc, best demonstrated on axial image 49 series 2, and coronal image 35 series 6. This is not associated with any complication such as hematoma in the peri-ivc soft tissues. There is no perforation of the adjacent musculature or abdominal aorta. Approximately 0.7 cm of the posterior left strut is outside the confines of the inferior vena cava, while the others are less extruded. There is no CT finding of ivc strut fracture. The apex of the ivc filter lies approximately 1.4 cm inferior to the renal vein confluence with the ivc."

Event description:
No additional information has been provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation is reopened due to additional information provided. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported chronic venous insufficiency, cellulitis, anxiety, and stress are directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: chronic venous insufficiency, cellulitis, anxiety, and stress. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.